Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage hazard alarms while connected to the mpu was confirmed via the submitted log file. The submitted log file contained approximately 9 days of data (14may2019 ¿ 23may2019 per the timestamp). The log file captured low voltage hazard alarms due to a temporary loss of power while connected to the mpu on 23may2019 from 02:34:10 to 02:34:12. The backup battery supplied power to the system without issue during the loss of external power. The alarms were resolved when power from the mpu was restored. The alarms did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms were active in the log file. Additional information provided stated that the mpu has a locking ac power cord, and the power cord did not become unplugged from the back of the unit. The patient was at an outside hospital at the time of the event; however, the account indicated that the mpu was unplugged from the wall. A review of the device history records confirmed that the unit was shipped with a locking ac power cord. The root cause of the reported event could not be conclusively determined through this analysis; however, the reported event was likely caused by the mpu ac power cord becoming unplugged from the wall. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient's log files were sent for analysis and a low voltage hazard event was captured on (B)(6) 2019 while the patient was connected to the mobile power unit (mpu). It also appeared that there was a brief total loss of power to the mpu, enabling the emergency backup battery (ebb) until power was restored to the mpu. No other unusual events were captured in the log file.